Manufacturer narrative:
Corrected d4: lot number from 0029503526 to 0030047273. Device evaluated by MFR.: synergy ous mr 3.50 x 48mm stent delivery system was returned for analysis. A visual examination found multiple hypotube kinks were along the shaft of the device as well as a break 68cm distal to the distal end of the strain relief. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Microscopic examination found that there was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. A 3.50 x 48 synergy drug eluting stent was advanced for treatment of the target lesion located in a small vessel below the knee. However, while loading the stent into the sheath/guide catheter, the shaft of the device kinked. The physician tried to straighten out the kink and the device broke outside the patient into two pieces midway down the shaft not directly below the hub. The physician is a vascular surgeon, not a cardiologist, and is not as familiar with cardiac devices but still feels that the shaft should never be so frail/brittle and break that easily. The device was pulled out and the procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. A 3.50 x 48 synergy drug eluting stent was advanced for treatment of the target lesion located in a small vessel below the knee. However, while loading the stent into the sheath/guide catheter, the shaft of the device kinked. The physician tried to straighten out the kink and the device broke outside the patient into two pieces midway down the shaft not directly below the hub. The physician is a vascular surgeon, not a cardiologist, and is not as familiar with cardiac devices but still feels that the shaft should never be so frail/brittle and break that easily. The device was pulled out and the procedure was completed with another of same device. No patient complications were reported.